Event description:
Information was received form a manufacturer representative concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported stimulator was not providing pain relief. The patient wants to have it explanted. The patient has been reprogrammed in past with both hd & ld. The issue was not resolved. No further complications were reported/anticipated. Additional information was received from the manufacturer representative. No further actions or interventions had been scheduled. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). It was reported that the patient reported the system was explanted 9 years ago. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.